Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. It was reported that excessive force when advancing the device to the lesion could not be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use one endeavor resolute device to treat a lesion in the circumflex vessels. The vessels were described as being relatively small. The near-mid segment had 90% - 95% diffuse stenosis. The distal blood flow was timi level 2. It was planned to place an endeavor resolute 2.5x24mm stent in the stenotic lesions of the proximal circumflex vessel. It was reported that when the stent entered the guide catheter, it could not pass, and the stent was dislodged. The dislodged stent was smoothly pulled back and removed from the body. The procedure was completed using a non medtronic device. No patient injury was reported. Please note that this device is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx coronary drug eluting stent. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.